Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor and transmitter were broken. Customer was uncertain of the amount of sensors that did not work. Sensor would be replaced. Customer's blood glucose was not provided.